Event description:
It was reported that the 30 ml bd luer-lok¿ tip syringe experienced missing scale markings. The following information was provided by the initial reporter: distributor reached out to bd on behalf of customer stating they had a luer-lock syringe that had no volume markings on it when they opened the package.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 302832 and lot number 1145183. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was not returned, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.